Event description:
Pt status post construct implantation on an unk date returned to surgeon complaining of pain. An x-ray was taken and showed two haloed (loose) screws. Pt was revised on (B)(6) 2011 and surgeon discovered two loose screws in l2 and one broken rod on the right side. Surgeon removed all the hardware and replaced the construct on the right as well as the left from levels s1 to t11. Out of eight screws, it is not known which two screws were loose. This is eight of nine reports for this event.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Unable to provide the MFR, PMA/510k number, and/or the date of MFR as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.